Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a two stage revision for infection. The first stage occurred on (B)(6) 2015. It is unknown when the second stage took place.